Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastrically for drainage during an endoscopic ultrasound-directed transgastric ercp (edge) procedure performed on (B)(6) 2024. During the procedure, resistance was felt during deployment, but the axios stent was still able to be deployed. However, the second flange of the axios stent did not fully expand. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The user did not follow the steps in the IFU. It was reported that the axios stent was implanted endoscopic ultrasound-directed transgastric ercp (edge) procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to the jejunum during an endoscopic ultrasound-directed transgastric ercp (edge) procedure.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: only the electrocautery-enhanced delivery system was received for analysis; the axio stent was not returned. Visual examination found the inner sheath was kinked. A destructive inspection was necessary to identify torsion of the delivery system, and the sheath was not twisted. No other damages were noted to the delivery system. The damage noted to the inner sheath was most likely due to procedural factors encountered during the procedure. It might be the excess force applied to the device or the manner how the device was manipulated without enough care could have contributed to the found on the inner sheath. However, product analysis could not confirm the reported event of stent failure to expand as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause of the reported event is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the directions for use (dfu) / product label. The axios stent and electrocautery-enhanced delivery system dfu states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope" and "the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall." However, it was reported that the stent was placed transgastric to the jejunum during an endoscopic ultrasound-directed transgastric ercp (edge) procedure and the handle was rotated as the device was luer locked to scope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was implanted transgastrically for drainage during an endoscopic ultrasound-directed transgastric ercp (edge) procedure performed on (B)(6) 2024. During the procedure, resistance was felt during deployment, but the axios stent was still able to be deployed. However, the second flange of the axios stent did not fully expand. The stent remains implanted, and the procedure was completed. There were no patient complications reported as a result of this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The user did not follow the steps in the IFU. It was reported that the axios stent was implanted endoscopic ultrasound-directed transgastric ercp (edge) procedure. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of symptomatic pancreatic pseudocysts >= 6 cm in size and walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated to be placed transgastric to the jejunum during an endoscopic ultrasound-directed transgastric ercp (edge) procedure.